Event description:
A nurse reported that a pt experienced a refractive surprise and could not see following an intraocular lens (iol) implant procedure. The lens was exchanged for another iol. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was not received. (B)(4).